Event description:
N/a.

Manufacturer narrative:
Corrected filed d4 lot, UDI. Updated field b4, g3, g6, h2, h6. Type of investigation, investigation findings, investigation conclusions h11. Corrected field g2 an mcs contacted the clinical support line requesting information on the diameters of the sensation plus 50cc and 40cc balloon catheters after providing the IFU based specifications further discussion and review of an iabp monitor screenshot suggested a possible catheter restriction indicated by rounded balloon waveform peaks although no alarms were present detailed troubleshooting steps were reviewed including hyperextending the hip relieving insertion site pressure assessing or removing the dressing and obtaining a chest x ray to confirm distal marker position andrew planned to review these interventions with the fellow product surveillance was collected and he was invited to call back for further support shortly thereafter andrew called back to report the chest x ray confirmed correct catheter placement after reducing augmentation and hyperextending the hip the balloon waveforms and blood pressure indices appeared appropriate no patient harm occurred relevant team members were notified via email no decon or visual inspection performed since product was not returned and could not be evaluated the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three months based on the rational provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit at the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line inquiring information on the diameters of a sensation plus 50cc and sensation plus 40cc balloon catheters. The emergency service programme personel provided the information per the IFU. Further discussion and a screenshot of the iabp monitor revealed a possible restriction with evidenced by the rounded peaks of the balloon waveform. User denied the presence of alarms. The (esp) personnel discussed in detail troubleshooting steps to assist with the possible catheter restriction and recommended nursing interventions such as hyperextending the hip, relieving pressure off the insertion site, and assessing/removing the dressing. User stated the most recent chest xray revealed the balloon catheter was in the correct location. He reported he had decreased the augmentation to 70% and hyperextended the hip. A screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices. No harm or injury to the patient was reported.